Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen became cracked. Reportedly, customer was outside playing basketball; however, contact was not sure how the screen became cracked. There was no impact to the customer's blood glucose level. Contact declined a pump replacement. Replacement touchscreen protectors were sent to the customer.